Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (telephone). Correction to g3 of the initial medwatch. The aware date should be 12-jan-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation a foreign material possibly remained in the device due to the physical damage; however, it was not possible to specify the root cause of the foreign material remained in the device the events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. It was noted that there were scratches throughout the device and the plug unit was deformed. The control unit had discoloration and switch 4 had wear. The adhesive on the bending section rubber had a white clouded area, a crack and a chip. It was noted that a foggy image occurred due to dirt on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had insufficient angle. Inspection and testing of the returned device found that the nozzle, objective lens, light guide lens and tip cover had foreign matter. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.